Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where users were unable to pull medications from the station even though remote support service (rss) was online. The device was not connecting to the network and intermittently shut down when nurses attempted to pull narcotics. It later displayed ¿disconnected mode¿ and ¿critical override.¿ the customer attempted to reboot the device and replace the network cable; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had database error. A technical support specialist (tss) identified that the station was in critical override and disconnected mode. Data synchronization logs showed errors related to insufficient database space, with sql errors indicating that the dsclientoltp database could not allocate space in the primary filegroup, as the database size had exceeded 10gb. Attempts to reindex the database failed due to the same space limitation. The tss took the station offline, performed a database backup, and attempted a full synchronization without dropping the database; however, login to device failed, including attempts using one-time password (otp). The tss then proceeded to drop and recreate the database. The device transitioned to an unknown device state and completed a full synchronization successfully, and resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.